Event description:
Facility reports the two hours and forty five minutes into the treatment a kink in the venous blood line was detected. The kink was located about three inches from where the line exits the dialyzer. The pt at this time had no complaints and no apparent patient ill effect was noted, treatment was continued. Upon completion of the treatment the pt was discharged to home without any complaint or any apparent ill effect. Later on at home the pt complained of abd pain and blood in the urine the patient's doctor was notified. The pt was then sent to the ER for evaluation and was disagnosed with hemolysis. The pt was held overnight for observation and released.